Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" in 2009 (12:48pm): 1.4, (2:30pm): 4.9, (3:15pm): 4.6, (5:05pm): 2.6, next day: 4.2. Venous blood draw vs. Others which were fingerstick. Tech service rr ep verified customer has sickle cell anemia. Possible interference from low hematocrit.

Manufacturer narrative:
Investigation pending.